Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. A good faith effort of 3 or more attempts to collect additional information regarding this event has been completed in a timely manner. No additional information about this event or medical device use has been provided. Should the device or additional information be provided or should the device return at a later date, the investigation will be re-opened and evaluated.

Event description:
The account alleges that during an ablation procedure, the patient developed cardiac tamponade after the transseptal puncture perforated and the patient's pericardium. The patient became hemodynamically unstable and needed an emergent pericardiocentesis. During the acute pericardiocentesis access attempt, the patient's liver was hit, and the patient started bleeding internally. The patient was then stabilized and transferred to another hospital for surgical intervention where the patient expired. The device is not returning for investigation. Attempts to collect additional information regarding this event has been completed in a timely manner. No additional information about this event or medical device use has been provided.